Event description:
The ventilator was connected to a pt in the prvc mode. Then the ventilator was switched to the simv mode, the bpm display became erratic and the ventilator did not deliver the correct bpm. The pt was removed from the ventilator. There was no injury.